Event description:
It was reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Customer removed the battery and reinserted it and the insulin pump had an unexpected restart alarm. Blood glucose value at the time of the alarm was 6.2 mmol/l; most recent value was 9.5 mmol/l. It was stated that the customer is not able to clear the alarm with the esc and act button as if it is frozen. The insulin pump was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery and it is recurring during normal use. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump passed the self test, reset error test, and displacement test. No unexpected reset error alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.